Event description:
It was reported that the patient has a leadless implantable pulse generator (ipg) and, in addition, underwent implant of a cardiac resynchronization therapy pacemaker (crt-p)). There was telemetry for the entire implant and connection was strong until the physician connected the leads to the crt-p. Wireless connection to the device was lost with the programmer. The session was ended and the tablet was powered off. The system was rebooted and then the same issue occurred. The programmer remained connected to the leadless ipg. The device was then connected again with the tablet. Vectors were then tested and then the signal was lost again. Once the patient was taken to their room, the device was connected to the programmer. The device could be programmed and tests run with the programmer. The programmer seemed to be the best way to maintain connection and complete testing/programming, but wireless connection cannot be established. The leadless implantable pulse generator (ipg) was later inactivated and the crt-p device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.